Event description:
It was reported that the patient passed away due to hemorrhagic stroke. Whether the death was considered to be device or therapy related was not provided. An autopsy was not performed and the device was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that their anticoagulation was normal postoperatively and were bridging with heparin. The patient displayed no symptoms as their were intubated and was not responding. Before the patient passed away, treatment was performed by stopping their anticoagulation. The death was considered to be procedure related and the device reportedly operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.